Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range pacing lead impedance, lead noise and increase capture thresholds were observed. X-ray image showed that the lead was dislodged due to twiddler's syndrome. During the lead revision procedure, physician noted that the lead was fractured. Physician implanted a new rv lead and the old rv lead was capped. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.